Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi30000554, serial/lot #: rev. 1 (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the system initializing please wait. They found the image acquisition system (ias) computer not turning on. The bios settings were correct. The windows got a blue screen when booting. They could not reload the software. They replaced the ias computer, updated config files. A system checkout was performed and the system was working as intended. After functional testing and visual/physical examination the reported issue was confirmed. The ias computer failed bench test and the hard drive malfunctioned. The windows received a blue screen and the windows logon process was terminated unexpectedly, the system shut down. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the image acquisition system (ias) will not fully boot. The mobile view station (mvs) boots without issue.